Event description:
It was reported the patient fell a week prior to call and thinks their device may have been knocked out of place. It was noted the corner of the device was bulging out. It was reported the patient hit everything they could when they fell. It was noted the patient had small fiber neuropathy that affected their balance. It was reported the patient tore their rotator cuff when they fell, but could not have an MRI due to the stimulator. It was reported the patient did not take any action on the issue, but will contact surgeon if it continues to bother them.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).